Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced of low blood glucose levels of 42 mg/dl and high blood glucose levels of 276 mg/dl. The customer treated low blood glucose with juice and some goldfish. Customer's blood glucose value was 189 mg/dl at the time of the call. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The customer was assisted with troubleshoot for high and low blood glucose levels. The self-test and displacement test on pump both passed. The product was not returned for analysis.